Event description:
It was reported: patient had left total knee replacement on (B)(6) 2022. Patient hypertensive (B)(6) 2022. Blood pressure 195/108. Started on amlodipine. Patient reported pain that day (B)(6) 2022) with some oozing from wound and blisters around wound. On (B)(6) 2022 patient had us rule out dvt, due to extensive oedema and bruising left leg, no evidence of dvt was found. On (B)(6) 2022 patient temperature spiked (38.2 celsius) and had blisters around operation wound, started on IV. Teicoplann for possible infection. Patient temperature and oedema settled discharged from hospital (B)(6) 2022. Patient struggled with knee bend/flexion throughout admission 70degrees on discharge.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.